Event description:
It was reported by the hosp physician that the maximum skin dose levels for fluoroscopy were incorrect. Siemens service subsequently checked the unit was unable to reproduce the issue at the site. The factory investigators were also unable to reproduce the problem on a factory test system. After extensive eval, it was finally determined that an incorrect tie wrap was used inside the x-ray generator during the installation of the device. This tie wrap would cause the system to intermittently short out to the generator's cover or frame. This resulted in the system generating a higher than requested dose in certain situation. The problem was not previously evident during normal service activities because the cover is removed for dose measurements. It should also be noted that the short would only occur intermittently, and only during continuous fluoroscopy of large pts. In response to this issue, a letter is being sent to field service engineers reminding them about the proper usage of conductive tie wraps.